Event description:
It was reported by a company rep that a physician indicated a vns pt experienced pain during stimulation at the left side of the neck. Diagnostics were performed at an office visit and a dcdc 0 was found. Further info was received from a company rep indicating that the dcdc 0 during system diagnostics disappeared with no surgical/medical intervention. The reported pain at the neck area was no longer present after decreasing the current delivered to the nerve. At the moment attempts to obtain additional info are underway as the pt has an upcoming appointment with the treating physician.